Manufacturer narrative:
One samples was received for evaluation. Visual inspection revealed the device was received in used conditions without the original packaging; a cut was detected in the tracheostomy tube. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Event description:
It was reported that after approximately 4 hours of use, there was a spilt in the stem of the tracheostomy tube that was inserted into the tracheostomy stoma. The tube was cleaned and inspected prior to insertion. When the child patient was unsettled his parents decided to change the tube. On removal they noted the split to the tracheostomy tube. It was reported by his parents that "although their son was very unsettled, there were no concerns about the patient respiratory effort at the time." The tube looked slightly displaced, however the customer felt this was possibly "down to the tension on the tracheostomy tapes at the time". There was no patient harm that occurred. No medical intervention was required. The child has a complex airway with no upper airway function. The tube was "changed at the child's educational setting and noted on return when changed by the parent".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.